Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, a sales representative reported via (B)(4) that an ar-9676 angle reamer drive shaft would not slide into the ar-9597-10 angle reamer sleeve anymore. The case was completed using an alternative instrument without complications to the patient. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Complaint allegation is confirmed. Visual evaluation noted damage on the edges around the device, nicks on the shaft, and abrasion marks on the base of the angled reamer. Functional testing with the mating part ar-9676 indicated that the devices failed to rotate freely and became stuck, likely due to significant abrasion marks on the outside shaft surface. Ar-9597-10 and ar-9676 were received separately. The most likely cause for the reported failure can be attributed to misaligned insertion or prying/leveraging the device during insertion causing interference with the mating instrument.